Event description:
During onsite service by a field service technician, a flo-gard infusion pump was found to have experienced a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4) . The device was serviced onsite by a field service technician. This is an ancillary service event opened during investigation of complaint (B)(4) . The root cause of the low battery alarm is unknown. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.